Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the cannula shaft and c-ring. The c-ring was transected longitudinally between the flanking curved sections. Microscopic inspection showed melted c-ring cut edges. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the condition of the returned device and the evaluation results, the reported failure break was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke off. They stated that the piece was found in the shaft of the hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke off. They stated that the piece was found in the shaft of the hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.